Event description:
It was reported by medwatch that provider was unable to advance guidewire on third attempt beyond 15cm. Attempted to removed guidewire to abort PICC placement but guidewire removal met with resistance and thinning of the guidewire was noted. CT surgeon was called to bedside. CT (computed tomography) surgeon ordered primary nurse to remove right ij (internal jugular) sheath. Upon removal of sheath, was able to remove guidewire. Tip of wire noted to be stretched and elongated with a split. Ordered x-ray to assess for residual guidewire. Xray showed no residual guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.